Manufacturer narrative:
Covidien reference number: (B)(4). Medtronic was not authorized to evaluate/service the device. The reported complaint could not be confirmed and the repair could not be verified. A non-medtronic service provider cross checked the battery with another ventilator, found it was fully discharged, quotation was submitted.

Event description:
It was reported that during set up a ventilator had no battery backup. There was no patient involvement.